Event description:
The field engineer reported that clinical engineering reported that the system displayed a control panel error message. A control panel error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was replaced and a filament calibration was performed. The system was then found to be operating as intended.